Event description:
It was reported that 2.6 ccs was expected to be in reservoir; 37.5 ccs was the actual reservoir volume. No patient symptoms were reported. The hcp does not plan to perform device troubleshooting; hcp "knows" the pump is malfunctioning and wants to replace it. A follow-up report will be sent if additional information becomes available.